Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted in the intensive care unit for high blood glucose due to extreme heat at the park she was at. It was stated that the customer began feeling feverish and vomited the day before and her blood glucose was between 300 and 400 mg/dl at this time. It was stated that the customer changed the infusion sets several times to lower her glucose level. Currently, the blood glucose reading was 170 mg/dl. Several days later the mother called back and stated that the customer came home and her blood glucose rose to 488 mg/dl. The mother stated that her daughter received a dose of insulin from the insulin pump and an hour later her glucose level was still 400 mg/dl. No further info was provided.